Event description:
It was reported that pump experienced malfunction alarm. There was no reported impact to the customer¿s blood glucose level. Customer turned pump off and on in attempt to resolve issue, and pump was subsequently scheduled for return while replacement pump was provided by distributor.